Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 324 mg/dl. Troubleshooting was performed and the customer reported that the insulin did not exit and there was a greater than normal resistance with plunger push. It was explained to the customer that the alarm was caused by set/reservoir connection. Customer advised to replace infusion set and reservoir. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.